Manufacturer narrative:
Concomitant medical products: product ID 7438, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported that the patient had his implantable neurostimulator (ins) replaced four times. The patient stated that one of the ins batteries was bigger, so at one of the replacements they replaced a smaller ins with the larger one. However, it only lasted a few months and the patient wanted to know why that would occur. The patient had already asked his doctor and the doctor did not know why that would occur. Additional information was requested, but was not available as of the date of this report.